Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip came out and would not close all the way and scissored at the end. When fired again, two clips came out. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date, a supplemental medwatch will be sent.